Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2016. No issue was observed during the one month follow-up performed on (B)(6) 2016, with no medication changes since implantation. On (B)(6) 2017, pocket infection was observed. Normal behavior of the ICD was reportedly confirmed upon interrogation on (B)(6) 2017, and then the defibrillation system was explanted.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2016. No issue was observed during the one month follow-up performed on (B)(6) 2016, with no medication changes since implantation. On (B)(6) 2017, pocket infection was observed. Normal behavior of the ICD was reportedly confirmed upon interrogation on (B)(6) 2017, and then the defibrillation system was explanted.